Event description:
It was reported that during a device check, a right ventricular (rv) lead integrity alert (lia) had triggered. It was also reported that the rv lead exhibited high rate episodes of non-sustained ventricular tachycardia (nsvt) and short interval counts (sic) had been met, increasing impedance trend was noted, and noise with suspected fracture. As the noise disappeared after the polarity was changed from bipolar to tip-rv coil, the lead remained in use, and was scheduled for additional lead implant. Subsequently, the rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5554-53, lead, implanted:(B)(6) 2006. (B)(4).